Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain with pressure over the ipg. The patient had computed tomography (CT) scan and was informed that the ipg was sitting on pelvis. The patient will undergo a revision procedure wherein the ipg will be relocated.